Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing blood glucose levels ranging from 300-500 mg/dl. The customer would use insulin injections and boluses to address the bg level. On (B)(6) 2016, the customer went to the emergency room (ER) for a bg of 360 mg/dl with ketones and was treated with intravenous fluids and insulin. The customer left the ER after 3 hours with a bg of 167 mg/dl and was stable. The customer received an occlusion alarm on (B)(6) 2016. Tandem customer technical support (cts) had the customer perform a system check and a large air bubble was found in the tubing. The customer also indicated that an air bubble was seen in the tubing the day before. Cts informed the customer that the air bubble may have been contributing to the high bg levels. The customer also stated that scar tissue could also be contributing.